Event description:
On (B) (6) 2007, the primary plif surgery was performed on l4/l5 for lumber spinal canal stenosis. On (B) (6) 2008, during the extraction surgery, it was found that one of the screw head disassembled.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.